Event description:
The customer reported that during a cardiac support procedure, the surgeon could not introduce the guide wire into the introducer of the cannula. The tip of the introducer was cut by the surgeon and the procedure was continued. The pt expired at some point during their hospital stay; however, the hospital has not attributed the pt's death to the device. The quality department and the hosp staff were contacted for add'l info regarding the reported death, and no response has been received to date. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is being returned to the factory for eval. A supplemental medwatch will be provided when the investigation is complete.